Event description:
A report was received that a pt was experiencing pain at the pocket site. The doctor determined that it was an allergic reaction but does not known what it is from. The pt underwent a pocket revision procedure, and the pocket site was relocated. The pt is reportedly doing well following the procedure.